Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), the 26mm commander delivery system and sapien 3 valve were prepared. There was a high resistance to push the valve through the femoral. It was very difficult to bring the valve system to the aorta. Tension was released prior to valve alignment because of the heavy manipulation to the aorta during the attempt to deploy the valve. During deployment, the commander balloon did not inflate and the contrast media went out, due to what is assumed to be a puncture in the balloon. The commander and valve were retrieved back to the bifurcation and then removed surgically, as the delivery system was unable to be pulled back into the sheath. The patient was doing well post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
As reported by our affiliates in germany, the 26mm commander delivery system and sapien 3 valve were prepared. There was a high resistance to push the valve through the femoral. It was very difficult to bring the valve system to the aorta. Tension was released prior to valve alignment because of the heavy manipulation to the aorta during the attempt to deploy the valve. During deployment, the commander balloon did not inflate and the contrast media went out, due to what is assumed to be a puncture in the balloon. The commander and valve were retrieved back to the bifurcation and then removed surgically, as the delivery system was unable to be pulled back into the sheath.  The patient was very frail with several co-morbidities. She never recovered from the procedure and developed some lung problems which eventually lead to her death.

Manufacturer narrative:
Update to indicate the device will be returned, and to report the patient status.

Manufacturer narrative:
Update to PMA/510k, if follow-up, what type,and device manufacture date. UDI (B)(4). The inflation balloon and distal guidewire lumen were the only parts of the delivery returned to edwards lifesciences for evaluation. The balloon separation occurred proximal to the inflation to crimp (I/c) bond with the guidewire lumen cut by the triple marker. Per visual inspection, the balloon wings were flared out and the valve struts were bent. Bunching was found on the distal end of the balloon. The proximal portion of the balloon spring detached from the guidewire lumen and stretched. The guidewire lumen appeared to have been cut at the triple marker. A piece of the guidewire remained inside the lumen. Due to the condition of the returned device (crimp balloon not returned), no dimensional inspection or functional testing were able to be performed. Device history record review was performed for the work orders related to the manufacturing of the devices and components that could potentially contribute to the complaints. There was no indication of any manufacturing nonconformance that would have contributed to this complaint event. A lot history review of the related work orders was performed and revealed no other complaint relating to the reported events. A review of the complaint history from march 2018 to february 2019 revealed other returned complaints for the event reported for all commander delivery systems. Of the complaints confirmed, there were no manufacturing nonconformities that would have contributed to the complaints identified. Available information suggests patient and/or procedural factors may have contributed to the events. A review of complaint data for february 2019 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category. A review of complaint history for balloon torn revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in a pra . Due to the high criticality level for the ¿balloon ¿torn¿ issues was previously documented in a product risk assessment (pra). During manufacturing process, the entire delivery system is visually inspected and tested several times. All samples passed product verification testing. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported event. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. The patient reportedly had calcification, tortuosity and small access vessels, which could have caused high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. It likely that the material was weakened during valve alignment and tore during valve deployment. Additionally, residual volume left in the balloon may also contribute to increased forces during valve alignment, which could have led to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Based on the available information, it is likely that procedural factors contributed to the reported event. However, a definitive root cause could not be determined at this time. No IFU/training material deficiencies were identified. Regardless, edwards has decided to proceed with including additional information that currently exists in the training manuals, into the IFU ¿instructions for use¿ for the sapien 3 and commander delivery system. The content consists of instructions relative to device preparation and minimizing the tension in the device, which may potentially lead to delivery system damage during use. It is likely that the torn balloon got caught on the sheath tip during retrieval. The flared out wings on the returned balloon and the bent valve struts are indicative of interference with the sheath tip when the delivery system was withdrawn. Also, the distal balloon appeared bunched. The altered profile could have further contributed to difficulties. Therefore, the complaint is attributed to procedural factor (withdrawal of torn balloon). The complaint for ¿balloon ¿ torn¿ was confirmed but no manufacturing nonconformances were identified during the evaluation. Available information suggests that patient factors (tortuosity/ calcification/small vessels) may have contributed to the complaint event. This issue and it associated risks were documented in a risk assessment. A CAPA was initiated to include additional information in the IFU related to tension buildup in the device. The report of ¿withdrawal difficulty¿ was confirmed but no manufacturing non-conformances were identified during the evaluation. Available information suggests that procedural factor (withdrawal of torn balloon) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limit, no additional corrective or preventive action is required at this time.